Event description:
It was reported that the pump touch screen was not functioning properly and would ¿black out¿ and return to a previous screen. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.